Manufacturer narrative:
Based on the information provided, the cause of the reported complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. This complaint is being reported due to the following conclusion: after a da vinci-assisted nsm procedure, the patient experienced post-operative complications, was admitted to the hospital, and placed on IV antibiotics. Sutures were placed to resolve a defect in the left breast during an implant replacement surgery. The cause of the post-operative complications is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported as part of a clinical study that after a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient's drains had serosanguinous output on post-operative day (pod) #1. The patient was discharged home that same day. On pod #22, serous fluid was withdrawn and a small leak was suspected behind the right tissue expander. On (B)(6) 2021, 100cc of saline was infused into the left tissue expander and 150cc into the right; no signs of infection were noticed. On (B)(6) 2021, the patient returned to the plastics surgeon and concerns of erythema on the left breast were noted. Discharge from the left nipple was noted, and the patient was put on oral antibiotics. On (B)(6) 2021, the patient completed a 2 stage re-construction procedure. Both tissue expanders were replaced with implants. A concomitant procedure of repair of reducible umbilical hernia was also performed. On (B)(6) 2021, the patient was seen by plastics for follow-up. She complained of having erythema of the left breast for 2 weeks and left nipple discharge. She was treated with oral antibiotics. On (B)(6) 2021, the patient arrived for a left breast implant replacement surgery and reported symptoms of fatigue and low grade fevers. The left breast erythema and nipple drainage was continuing. The patient was admitted to the hospital and place on IV antibiotics over the course of 24 hours. During the left breast implant replacement surgery on (B)(6) 2021, a defect was noted that was allowing the nipple drainage to occur. Sutures were placed intra-operatively to resolve the defect. The surgeon carried our tissue debridement as well. Antibiotic irrigation was used to wash the breast pocket and a new implant was placed. The surgeon noted the patient tolerated the procedure well and were discharged home the same day with a course of oral antibiotics. The patient returned nine days later and the completion of their antibiotics course was noted. The patient was noted to be doing well on (B)(6) 2021 and sutures were removed without any issue. The surgeon classified the right breast implant problems as related to the reconstruction procedure and not related to a da vinci product. The surgeon classified the left-sided nipple areolar complex infection as a serious adverse event that was related to the reconstruction procedure and not related to a da vinci product.

Manufacturer narrative:
It was reported that after a da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient had a fistula on the nipple areolar complex. The fistula began around when the patient received her inverted nipple fix on (B)(6) 2021. The fistula developed into cellulitis and the patient underwent re-operation with a plastic surgeon on (B)(6) 2021 for tissue debridement. The cellulitis was treated with antibiotics. The fistula was resolved on (B)(6)2021 when the patient received the operation. The surgeon stated that this event was unrelated to the da vinci-assisted procedure and products.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information about this patient obtained as below: on (B)(6) 2022, the patient noticed erythema on the left breast, and was advised to undergo a washout with removal of permanent implants. The patient underwent a procedure for removal of breast implant, debridement of subcutaneous tissue, and insertion of non-biodegradable drug delivery implant (antibiotic beads) on (B)(6) 2022. The procedure was completed successfully with no issues reported. No report of signs of cellulitis during a post-operative visit on (B)(6) 2022. Approximate a month later, the patient presented to the emergency room (ER) on (B)(6) 2022 for left breast redness, pain and fever. The patient was admitted on the same day, and was taken to the operating room (or) for the removal of left breast implant along with washout and drainage. The patient received intravenous antibiotics during her hospitalization. Cell cultures were performed and staph epidermis as well as curvularia were identified. The patient was reported recovering well with no complaints of signs of infection on (B)(6) 2022. On (B)(6) 2022, fistula was still noted and the patient underwent an outpatient clinic fistula repair. The procedure was completed on (B)(6) 2022 with no complications reported.